Manufacturer narrative:
Pump received with intermittent keypad unresponsive due to peeling/shifted keypad overlay. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. Unit received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails, deep scratched display window, missing display window cover, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the insulin pump case was damaged. The product was returned for analysis.